Event description:
A surgeon reported the lens decentered inferiorly from the pupil following intraocular lens (iol) implant surgery. At this time, the pt status remains unk. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).